Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2015; 694765 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported there was p-wave undersensing and oversensing. Additional information obtained from the clinic reported the patient had erosion of the pacing lead and a pocket revision was performed. Post revision the patient developed a hematoma and was referred to surgeon for intervention. The patient has since been placed on antibiotics. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable cardioverter defibrillator (ICD) system was explanted due to infection and erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.